Event description:
It was reported that a shaft detachment occurred. A 4.00mm/1.5cm/140cm small peripheral cutting balloon¿ balloon catheter was selected to treat the lesion. During preparation, difficulty removal of balloon protector was noted and shaft detachment at the wire port was encountered. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.; the complaint device was returned for analysis. The balloon protector cap was returned over the balloon. The balloon protector¿s inner dimension was verified with a pin gauge and was within specifications. The proximal blade sections were exposed which is indicative of the balloon protector being pulled distally. A visual examination confirmed that the midshaft was severely stretched for a distance of 21 mm proximal to the port bond and the midshaft was subsequently detached in this area. The outer was also stretched distal to the port bond. This is evidence of excessive tensile force being applied to the device. There was no damage noted to the tip, balloon, or blades. Based on the findings within this investigation, escalation is not required at this time. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that a shaft detachment occurred. A 4.00mm/1.5cm/140cm small peripheral cutting balloon¿ balloon catheter was selected to treat the lesion. During preparation, difficulty removal of balloon protector was noted and shaft detachment at the wire port was encountered. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was good.

Manufacturer narrative:
(B)(4).